Event description:
It was initially reported that the patient was having issues following initial implant of her device. It was later indicated that the patient's neurologist referred her to an ent (ear nose and throat) specialist due to vocal cord paralysis, but it was unk if it was bilateral or limited to one side. It was noted that the patient was last seen in 2009 by the treating neurologist, who did not have any notes of complaints from the patient. No further details were available from the neurologist or surgeon's office on the issue. Good faith attempts to obtain additional information from the ent was unsuccessful as they refused to provide information due to privacy rules. It has not been confirmed that the patient does in fact have vocal cord paralysis.